Event description:
A laser tech reported a pt was prepped for surgery when the wave card could not be read by the wave card reader. Another card was used resulting in a one minute delay. The pt's procedure went well with no issues. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).